Manufacturer narrative:
H3: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and glare/halos. The lens was later removed, and the problem was resolved. Reportedly, "after implanting a lens in the patient's right eye, the patient completed of glare, ghosting, and other phenomena during nighttime viewing. After six months of observation, there was not improvement, and the lens is now removed." Cause of the event is unknown.